Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab failed to fully unwrap. Manual inflation attempted. Iab only inflated to 2/3 after manual inflation. Removal and replacement. Initial iab removed, sand a second iab was placed". No patient injury or consequence reported. Th patient's current condition is reported as "fine".

Event description:
It was reported "iab failed to fully unwrap. Manual inflation attempted. Iab only inflated to 2/3 after manual inflation. Removal and replacement. Initial iab removed, sand a second iab was placed". No patient injury or consequence reported. Th patient's current codnition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the section of the iabc bladder membrane; liquid blood was noted within the sheath sidearm. Furthermore, the distal end of the teflon sheath noted ripped/torn; the damage is consistent with the iabc bladder being withdrawn through the teflon sheath. The teflon sheath extrusion was noted damaged and buckled; the damaged extrusion is consistent with being cut. The one-way valve was connected and tethered to the short driveline tubing. The visible section of the iabc bladder was fully unwrapped. A bend to the iabc central lumen was noted at approximately 26.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. A knot was noted on the fos yellow cabling. The cal key was intact. The cal key was examined, and no damage was noted. The iabc bladder was noted withdrawn through the teflon sheath and buckling/damage was noted to the sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the custom-ER. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light, "re" ratio metric error and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 26.5cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with some force. Upon removal of the sheath, the iabc bladder appeared typical with no visual damage or abnormalities noted; no blood was noted within the iabc bladder. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The pumping was initiated. The pump triggered the "possible helium loss 3, subcode 2" alarm within 10 seconds of the pumping being initiated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Two leaks from the iabc bladder and an external leak from the bifurcate around the fos adhesive were immediately detected. Under microscopic inspection, the bladder leak sites were consistent with contact from a sharp object and were noted at approximately 1.8cm and 9.5cm from the iabc distal tip; an external leak occurred from the fos adhesive bond at the bifurcate and was noted at two different locations, consistent with showing a void. No other leaks were detected. No blood was noted within the iabc bladder/helium pathway, which indicates that the damage to the iabc bladder may have occurred during the removal of the device from the patient and/or during the returned shipment. The external leak noted from the fos adhesive bond at the bifurcate most likely caused the reported complaint. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 26.6cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive, which can cause the helium loss alarm and incomplete bladder inflation. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling/damage was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.